Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent foreshortening occurred requiring additional stent to cover the lesion. Vascular access was via antegrade approach. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. An 8x120x120 epic self-expanding was selected for use. During the procedure, the stent was fully expanded, however, the stent was kinked from proximal end, so not able to cover the lesion. Remaining lesion covered with another stent. There were no patient complications as a result of this event and the patient's recovery was okay.